Event description:
A hlthcare worker experienced burning with a whitening of the skin to the left hand and right index finger and thumb afte removing batteries in a pouch from a sterilizer. The worker washed her hands and did not seek med attention. Her symptoms resolved in 5 mins. The cycle and completed and the vaporizer plate was reported as in place.